Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to corrupted software. The software was reinstalled to resolve the report. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer's report was observed during review of the provided pictures and video. However, without receipt of the device component root cause analysis could not be performed. Analysis of reports of this type has not identified an increase in trend.